Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.

Event description:
It was reported that an unspecified physician; therefore, not known if trained in the use of the proglide device, attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. The only available information provided was that the device 'failed'. The method used to achieve hemostasis was not known by the facility reporter. Although requested, no further details regarding event or patient information were available.

Manufacturer narrative:
(B)(4). The plunger, suture, link, needles, and cuffs were not returned with the device, limiting the investigation. Evaluation of the returned device revealed a needle strike mark at the posterior foot. This is consistent with the posterior needle striking the foot during needle deployment instead of engaging with the posterior cuff inside the posterior foot pocket as designed. During lab testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results were acceptable. Based on the investigation findings, the probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. A review of the device history record did not produce any findings relevant to this report.

Event description:
It is reported that the pt was revised due to the screw of the articular surface loosening and backing out.